Event description:
The physician felt a lot of friction while moving an 032 separator through an 032 catheter. The separator then broke at the proximal transition section outside of the patient. The physician switched to a second 032 system. The second 032 catheter tracked to the site without issue but the physician again experienced a lot of friction when he tried to place the separator. The second 032 system was reported as having stuck in the cavernous carotid segment. Physician then finished the procedure successfully after using an 041 system and an 026 system. The physician noted that there was no patient injury as a result of this incident.

Manufacturer narrative:
Add'l catalog# psc032. Technical evaluation: two reperfusion 032 catheters and one separator 032 were returned. The first reperfusion catheter was kinked 2cm from the tip and 1cm from the hypotube. The second 032 catheter was kinked 8cm from the tip. The separator was found to have both kinks and a fracture just distal from the proximal support taper. Conclusion: friction was due to kinks in the distal end of the catheters. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0533a (lot # l12506). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly indicated that 100% inspection of the devices resulted in no visual rejects; all lot passed 100% visual inspection. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.